Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. The contacts of the device were contaminated but base functioned properly with no signs of smoking, burning or melting.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the meter base was smoking. Caller stated the base and power supply were shaking/vibrating. Caller reported the base was making a crackling noise. Caller stated that when the meter was removed from the base, the base was still smoking and did not stop until they unplugged the base. No evidence of burning or melting. Meter has no signs of burning, melting, smoking, etc. Meter is working okay with another base. No adverse event reported. Requested return of the alleged device for evaluation.